Event description:
It was reported that when the lost to follow-up patient presented to hospital due to non-cardiac reason, patient received a vibratory alert for device at eri. The patient is not dependent. Review of session records noted a rapid drop in battery voltage. Device replacement was recommended but the patient refused to have the change-out procedure. The patient originally came to the hospital for an unrelated reason. Patient will be discharged from the hospital. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) medical on (B)(6) 2016.

Event description:
New information received notes that device was explanted and replaced. Patient was in good condition post-procedure.